Event description:
A surgeon reports a patient who is seeing a blue haze following intraocular lens (iol) implant surgery. The patient was referred to a retinal specialist and was told there were no retinal findings. The surgeon reports no complications during surgery, and the patient's visual outcome as "excellent". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/12/2008 and 09/22/2008 by phone, fax, and mail. A completed questionnaire has not been received.